Manufacturer narrative:
A field service engineer (fse) instructed the customer to replace the wash bottle cap over the telephone and resolved the issue. The customer performed quality control (qc) and results passed within the published ranges. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from installation date of 23jul2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [3019] washer low. Insufficient wash solution. Troubleshooting: after confirming that assay displayed on the upper right of the assay monitor screen changes to stop, replace the wash solution with new one and press the start key to restart assay operation. The probable cause of the reported issue is attributed to a faulty wash bottle cap.

Event description:
A customer reported receiving error message 3019 washer low while operating on the aia-360 analyzer. The customer noted the wash was full. The customer cleaned the electrodes and probes on the wash, diluent, and the waste bottle, but the error remained. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2), beta-human chorionic gonadotropin (bhcg), and luteinizing hormone ii (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.